Manufacturer narrative:
Additional information: upon further review, a duplicate file was received, which was later voided. It noted that replacement lens was a zxt225u220 4402821810, patient in satisfactory condition. Patient dob: (B)(6) 1954, patient initials: (B)(6), gender: female, weight: 110 lbs, race: possibly asian, ethnicity: possibly asian. The different sections in the file that are affected have been updated accordingly. Section a2: date of birth: (B)(6) 1954. Section a3: gender: female. Section a: weight: 110 lbs. Section a: race/ethnicity: asian/not hispanic. As per the information received, there is a significant change of 1.5d between the original lens and replacement lens used. Additionally, original lens used (zkb00) was replaced with a different model lens (zxt225 toric lens), which indicates that there was astigmatism, which could not be treated with the originally implanted lens (zkb00). Hence, the adverse event occurred cannot be attributed to the original lens initially implanted and therefore, the event is being assessed as not reportable per amo-04-s005. Therefore, this correction MDR is submitted to reflect this new reportability decision. There will no longer be any further reporting under MFR report number 2648035-2021-08142. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was myopic surprise post implantation of the intraocular lens (iol). It was stated that patient was unable to see clearly at any range and their daily activities were significantly affected. Therefore, the lens was explanted/exchanged. No incision enlargement, no vitrectomy, no sutures were required. No patient post-op injury. No other information was provided.